Event description:
The user alleges that after approximately one to two weeks usage, the tube had to be replaced due to a crack in the tube, distal to the flange. The tube was replaced with no pt compromise. Due to this pt's condition, a tube change is required every one to two weeks. The user facility reports that this cracking problem is not unique to the portex brand tracheostomy tube.